Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. The insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button errror alarm. Customer's blood glucose level at the time 130mgdl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.